Event description:
It was reported that the lead exhibited a consistent increase in impedance, and is now high. The thresholds have increased as well. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments. No anomalies were found. The defib conductor was distorted, and blood/body fluid was found on several conductors (not obstructed), along with the outer tubing overlay. The outer tubing overlay was melted and breached cut, and exhibited cosmetic environmental stress cracking. The outer insulation was breached cut and exhibited a cosmetic depression. The lead exhibited apparent explant damage.

Event description:
It was reported that the lead exhibited a consistent increase in impedance, and is now high. The thresholds have increased as well. The lead was reprogrammed, and remains in use. It was further reported that the patient alert triggered, and the lead exhibited further high impedances and thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.